Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-oct-2016, an fse visited the customer onsite and found that the flex cable chaffing on the tie wrap. The fse replaced the cup pickup mechanism and z-axis cup flat cable. Then he performed all alignments for the cup pick up mechanism. He dressed the cables near the flex cable. Also the fse removed the main incubator rotor, cleaned and lubricated it. Finally, he ran the test cup evaluation macro twice with no errors observed. The customer ran controls. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a damaged pick-up transfer mechanism.

Event description:
On (B)(6) 2016, a customer reported obtaining errors 4271: hybrid cup transfer z-axis home detection failure and error 4407: incubator rotation motor overrun to positioning sensor with their aia-2000 analyzer. The customer was unable to run pth and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.